Manufacturer narrative:
A medela clinician called and spoke with (B)(6) who stated her pump issues have been resolved by a replacement pump in style breast pump. She did see her doctor who diagnosed mastitis and treated her with antibiotics. She completed the course of medication and is fully recovered. They discussed appropriate breast shield sizing with her as her statements indicated that her areola is being pulled into the tunnel which may have been the cause of her issues in her initial call. Advised trying a smaller breast shield size. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis."riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time.

Event description:
The customer initially reported to customer service on (B)(6) 2015 that her pump in style breast pump had low suction and she was engorged. In f/u with a medela clinician on (B)(6) 2015, the customer stated that she did see a physician who diagnosed her with mastitis and treated her with antibiotics.